Event description:
In early 2008, the pt reported her blood glucose began to elevate. She stated that she increased her bolus amount due to a cold to reduce elevated readings. She stated that she rec'd an occlusion (e4) and she changed her infusion site. She then bolused again but her blood glucose continued to increase to 477 mg/dl and she felt disoriented with blurred vision. To troubleshoot she disconnected from her infusion site and performed a bolus. She stated that little insulin dripped from the infusion tubing. She then found insulin leaking at the luer connection due to a crack and there was moisture in the cartridge compartment of the infusion device. She stated that while removing the infusion tubing and insulin cartridge the plunger of the cartridge became stuck to the piston rod of the infusion device and half of the insulin cartridge spilled into the cartridge compartment. She was instructed by her physician to administer insulin via injection to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.